Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer believed that the pump was not delivering the correct amount of bolus insulin. Pump data was reviewed by tandem technical support and no delivery issues were observed. However, contact maintained that pump is not delivering the correct amount of insulin. The customer declined to provide additional information regarding low bg. Reportedly, the customer reverted to manual injections for insulin therapy.